Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Records indicate the patient received a left primary attune total knee to treat degenerative joint disease with a valgus deformity. The patella was resurfaced, and competitor cement was utilized. There were no primary operative notes available. Patient was revised due to pain and stiffness. Examination under anesthesia revealed a 10-degree flexion contraction with only 85 degrees of flexion in the knee. Upon entering the knee, the surgeon encountered and evacuated effusion. The tibial tray was grossly loose and completely debonded at the cement to implant interface. The femoral component was well-fixed but had to be revised due to the extensive amount of periarticular scar tissue that had to be excised. The patella was well-fixed and revised. There was no reported product problem with the explanted tibial insert. The patient was implanted with competitor revision components. The procedure was completed without complications. Doi: (B)(6) 2014. Dor: (B)(6) 2019; left knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.